Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 08-mar-2016 from a female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2014 essure (fallopian tube occlusion insert) was placed. At that time consumer was (B)(6). Consumer experienced painful essure placement, pain in pelvis, pain during ovulation, pain during menstruation, pain in hips, pain in head, increase/ decrease of weight, brain fog, swollen abdomen, weakness or asthenia, heavier menstruation, tingling (hands, feet, legs and arms), and feeling the implant. She contacted a doctor and used unspecified medication. Essure was removed on (B)(6) 2015. Two fallopian tubes were removed together with essure. Consumer has recovered. Company causality comment: this spontaneous case report refers (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and she presented pain in pelvis, serious event due to medical importance and listed in essure reference safety information. In this present case, consumer presented pain in pelvis after insertion, she underwent a bilateral salpingectomy to remove essure. Abdominal, pelvic and back pain may occur during essure use, given event's nature, causality cannot be excluded. This case was regarded as incident since device removal was required. Other non-serious events were reported. The product technical analysis has been sought. No further information could be obtained.

Manufacturer narrative:
Follow up 19-sep-2016: quality-safety evaluation of ptc ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number of this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 21-sep-2016 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 1573 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and she presented pain in pelvis, serious event due to medical importance and listed in essure reference safety information. In this present case, consumer presented pain in pelvis after insertion, she underwent a bilateral salpingectomy to remove essure. Abdominal, pelvic and back pain may occur during essure use ,given event's nature, causality cannot be excluded. This case was regarded as incident since device removal was required. Other non-serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information could be obtained.